Manufacturer narrative:
D9: date returned (B)(6) 2024" h3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was worn. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was able to duplicate the customer's reported problem. Error code 41786 was found upon powering up. The investigation determined that the cause of the issue is the main board. The main board was replaced along with the dso seal.

Event description:
It was reported that the device was getting errors when powering on, error 41622 and error 41786. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.